Event description:
It was reported that the patient underwent a knee procedure and approximately 1 year post-op, was revised due to instability. The patient was revised to a new system and the surgeon noted that the implants were well fixed. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42522400418 - articular surface fixed bearing posterior stabilized (ps) right 18 mm heigh - 64667021. 42542006402 - tibia fixed cemented right size c stem extension use required - 64960938. 42556605805 - femoral distal augment cemented size 5, 5+ 5 mm thickness - 64988990. 42556605810 - femoral distal augment cemented size 5, 5+ 10 mm thickness - 64863054. 42560113512 - stem extension straight splined uncemented 12 mm diameter +135 mm length - 64963305. 42555803405 - tibial augment cemented half block right medial size cd 5 mm thickness - 65042379. 42555803205 - tibial augment cemented half block right lateral size cd 5 mm thickness - 65314944. 42560313512 - stem extension 3mm offset splined uncemented 12 mm diameter +135 mm length - 65042683. 66022663 - palacos r + g (1x40) - 62501128. 66022663 - palacos r + g (1x40) - 62501128. 66022663 - palacos r + g (1x40) - 62221123. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00286

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 : mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.